Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the seat upholstery was damaged, which confirmed the original complaint issue. Upholstery is cracking on both front sides by seat straps. However, the underlying cause could not be determined.

Event description:
The dealer is alleging that the seat upholstery is cracking.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer is alleging that the seat upholstery is cracking.